Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a return of pain. Patient states approximately 30 to 45 days ago,she fell out of her bed,onto her back/butt. Patient also states that approximately one week after her fall from the bed, she fell down to her knees. Patient states she has started physical therapy to help with her stability and stamina. However, she has noticed she is not getting relief in her left leg and low back. Patient states she has not been getting relief in her left leg. Today, acs did an impedance check and all contacts were within normal limits. Cs reprogrammed group b to try and get more stimulation over into left leg. Patient seem to be having ribs/stomach stimulation, and cs was not able to get stimulation over and left leg. Nurse practitioner (B)(6) to send patient for imaging to check lead placement.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2022, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 31-jan-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 20-apr-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.